Manufacturer narrative:
For: (B)(6). Investigation summary: it was reported that after expanding in the body, set screw was temporarily fixed. When the set screw was loosened to adjust the placing position while checking the image, it was loosened until a click sound was heard, and it was stuck. Although it was rotated forward, the driver ratchet worked before the set screw being loosened, and it was unable to be loosened. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to determine the cause of the event. The manufacturer representative was contacted to provide additional information. Device return was requested, however the device was not returned at the time this investigation was completed and no analysis could be performed. There was an indication that the event was related to a possible manufacturing issue, so a device history record review was performed. The DHR review did not identify any anomalies associated with this event. A risk assessment review was performed which stated that, based on the provided information within this complaint, there is insufficient information to conclude that there is a manufacturing or design related non-conformance that requires further analysis. This event is reported as an adverse event due to the reported incident. With the details provided, no defect can be identified. This type of event will continue to be monitored using risk management and trending procedures. The investigation determined that this event had foreseen risk and is included in monitoring, and therefore no further investigation was required. Set screw was stuck in the implant. Common sequences of events and contributing factors that can lead to this event are documented in the risk management file. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of l1 compression fracture, undergoing an l1 vertebral replacement for a spinal therapy. It was reported that, after expanding in the body, set screw was temporarily fixed. When the set screw was loosened to adjust the placing position while checking the image, it was loosened until a click sound was heard, and it was stuck. Although it was rotated forward, the driver ratchet worked before the set screw being loosened, and it was unable to be loosened. Even though the locking ring of the inserter was used, it did not move at all. The endo cap had been attached to the centerpiece. There was a delay of less than 60mins in the procedure. There were no patient symptoms or complications as a result of this event. The products will be returned and were replaced by medtronic. Additional information was received. After placing and temporary fixation, when the set screw of centerpiece was loosened for adjusting the position, an abnormal sound was heard, the set screw could neither be loosened nor tightened. Even though driver and locking ring were used, the set screw was unable to be moved. Therefore, a new one was opened to cope with the problem. Two units of end cap were used but not one. Doctor commented that it was a fragile implant. It was reported that patient information cannot be provided due to the restriction by the privacy regulation.

Manufacturer narrative:
H3: visual and optical inspection of the centerpiece expander did not reveal any damages that would hinder the implant from expanding. Functional inspection with a sample 20/25mm inserter confirmed the implant was able to connect and engage, expand and close without any grinding or restrictions. The body set screw appears to be stuck/jammed. The set screw appears to have been backed out all the way then threaded back in causing damage to the threads. The set screw is not made to be backed out all the way. This type of damage is consistent with the rethreading of the set screw when backed out all the way. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of l1 compression fracture, undergoing an l1 vertebral replacement for a spinal therapy. It was reported that, after expanding in the body, set screw was temporarily fixed. When the set screw was loosened to adjust the placing position while checking the image, it was loosened until a click sound was heard, and it was stuck. Although it was rotated forward, the driver ratchet worked before the set screw being loosened, and it was unable to be loosened. Even though the locking ring of the inserter was used, it did not move at all. The endo cap had been attached to the centerpiece. There was a delay of less than 60mins in the procedure. There were no patient symptoms or complications as a result of this event. The products will be returned and were replaced by medtronic. Additional information was received. After placing and temporary fixation, when the set screw of centerpiece was loosened for adjusting the position, an abnormal sound was heard, the set screw could neither be loosened nor tightened. Even though driver and locking ring were used, the set screw was unable to be moved. Therefore, a new one was opened to cope with the problem. Two units of end cap were used but not one. Doctor commented that it was a fragile implant. It was reported that patient information cannot be provided due to the restriction by the privacy regulation.